Event description:
A customer contacted baxter (B)(4) to report the sponge is out of the minicap. Patient injury and medical intervention were not reported for this event. There was no patient involvement.

Manufacturer narrative:
(B)(4). Corrected information: sections were updated to reflect the sample was not returned for evaluation. This complaint for a misassembled minicap was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed if additional information is received.